Event description:
The customer reported to olympus that one of the jaws broke off during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (broken forceps) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that damage to the jaws insert was caused during reprocessing. This type of breakage indicates a massive impact by excessive force, wrong/improper handling during reprocessing which can only occur when the jaws are wide open. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.